Event description:
It was reported that approximately five years post a port placement in the forearm, the port was allegedly not used for four years. It was further reported that when tried to remove it, it pulled out about ten centimeter from the port and allegedly could not remove the catheter after that. Additionally, fluoroscopic confirmation showed that the catheter was fractured in the middle of the arm and remained in the blood vessel. Reportedly, the vessel was ligated with a cut down ligature and retrieved. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation, two photos and one image were provided for review. The photo shows a completely broken catheter into two segments. The image shows a broken catheter. Therefore, the investigation is confirmed for the reported catheter complete fracture issues. However the investigation is inconclusive for the reported removal difficulty, device remained in the blood vessel issues as the provided evidence was not sufficient enough to confirm the reported removal difficulty and device stuck in the blood vessel issues labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method) h11: h6 (result) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately five years post a port placement in the forearm, the port was allegedly not used for four years. It was further reported that when tried to remove it, it pulled out about ten centimeter from the port and allegedly could not remove the catheter after that. Additionally, fluoroscopic confirmation showed that the catheter was fractured in the middle of the arm and remained in the blood vessel. Reportedly, the vessel was ligated with a cut down ligature and retrieved. The current status of the patient is unknown.